Manufacturer narrative:
Device serial number is unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit is not switching on. The customer reported there was no patient involvement.